Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. An abscess is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in(B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017, the patient experienced a peristomal cutaneous abscess. During a surgical consult on (B)(6) 2017, the abscess was evacuated without hospitalization and the patient received stoma hygiene with betadine. On (B)(6) 2017, during another surgical consult, the induration area had increased, peristomal erythema appeared, and the patient continued to have purulent secretions. The abscess was evacuated without hospitalization, secretion was taken for a bacteriological exam, and the patient began antibiotic treatment with ciprofloxacin 500 mx x 2/day. Duodopa therapy was not interrupted.